Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock while the patient was sleeping. Boston scientific technical services (ts) discussed potential causes and troubleshooting or programming options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.